Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; when the customer was inserting a new reservoir a piece of the reservoir compartment fell off. The patient's blood glucose at the time of incident was 400 mg/dl; no symptoms or treatments were mentioned in assocation with the high blood glucose value. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a broken reservoir tube lip and a cracked case at the display window corners.